Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil disengaged from the instrument. The surgeon was able to retrieve the anvil without incident.

Manufacturer narrative:
Device not received for evaluation.